Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump displayed a black dot on the screen and gave a count down, then rewound. Customer reported the insulin pump alarmed a no delivery alarm. Customer was assisted in running a displacement test, the test failed. Customer's blood glucose was 141 mg/dl. Customer was unable to check alarm history due to the insulin pump was continuously alarming no delivery alarms. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.